Event description:
It was reported that the patient presented in clinic for a right atrial (ra) lead revision procedure due to dislodgement. The dislodgement was discovered via a chest x-ray and caused high capture thresholds. The patient was asymptomatic. During procedure there was lead on lead adhesion noted, so the physician elected to explant and replace ra lead. The patient was stable throughout the procedure.